Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the keypad were unresponsive after the insulin pump was kept inside the water park locker. Button error troubleshooting was performed and unable to confirm if the time is advancing insulin pump alarmed battery out limit after battery has been installed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. All buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Time advanced properly. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime/test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. Pump received with cracked display window, broken reservoir tube lip and stained end cap sticker.